Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an unknown procedure, when the probe was preoperatively connected to a main unit, ¿invalid instrument¿ was shown. The probe was out of order. The sales rep later visited the hospital, checked up the probe and confirmed the event. No further information is available. The complaint device was received and evaluated. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft, cord, and cable. To test its functionality, the electrode was tested on ablation and coagulate mode, as a result, no anomalies were observed. To confirm the previous results, the device was sent to supplier for further evaluation on the electrical test. The vapr 2.3mm wedge 1-piece electrode -ea was evaluated by the supplier with the following results: the device was not returned in the original packaging. There is saline residue on the active tip and the suction tubes show signs of saline residue. Finally, no visible damage on shaft, handle and cable. During the electrical test, the electrode passed all the parameters. To test its functionality, the device was attached to a vapr vue generator gml 4854/2; as a result, no anomalies were found it. The supplier summary revealed that the customer report claimed when the device was plugged in to the generator an ¿invalid instrument¿ error message was displayed. The investigation could not substantiate this claim as the device was recognized and functioned correctly. The device was found to meet the manufacturers specification; therefore, no further investigation is required. It may be possible that there was a fault elsewhere within the electrical surgical system or a user issue. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that when the electrode probe device was not recognized when it was connected to the main unit. According to the reporter, it showed "invalid instrument¿. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. No additional information was provided.